Event description:
It was reported that during an iliac stenting procedure, a stent dislodgement occurred. The lesion was locate in the 85% stenosed and tortuous left iliac artery (lia). The degree of calcification of the lesion is unknown. Access was obtained via the right groin and another manufacturer's 6fr sheath was placed. Using an up and over technique, the physician advanced the express biliary 8.0mm x 40mm x 75cm stent delivery system around a sharp angle to the lia, however, the device was unable to reach the lesion. Upon attempting to withdraw the stent delivery system, the stent dislodged from the stent delivery system. The physician obtained access via the left groin and was able to grasp the stent with a snare device. An unspecified exchange wire was placed and an unspecified 0.018 over-the-wire balloon catheter was advanced through the dislodged stent. With the stent on the balloon, the physician was able to place the stent in the optimal position and successfully implant the stent. The patient's status is reported as "no harm".

Manufacturer narrative:
System has been disposed at the user facility; therefore, no direct product analysis will be available.